Event description:
Customer reported that during hypoglycemia, their family member measured customer's blood glucose levels with a freestyle meter with a result of 130 mg/dl. The customer was unable to react, so the family memeber gave pt glucose and 15 minutes later, the customer felt normal again. The freestyle meter was reported to have given a reading that was inconsistent with the customer's symptoms.